Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the event may have occurred due to conduction failure caused by fluid invasion on the scope connector. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information please read before use warnings and caution: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and caution: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope was intermittently displaying b30 scope communication error. According to the customer, the issue was discovered prior to an unspecified procedure. The intended procedure was completed using the similar device, without delay. There was no report on patient harm associated with the event.

Manufacturer narrative:
The device has been returned and evaluated. The evaluation found that scope image was black. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: there were minor dents on the distal end plastic cover; the bending section cover glue had a crack; on the bending section, continuity reading was 8.5, found charged couple device shrink tube had a cut; , there was a minor dent on the insertion tube, but passed ring gauge test; there was fluid on the scope connector and after dry aeration found corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.